Event description:
It was reported that the patient got a new implant on september 24th and was still having problems with the recharging unit. It would get really hot, uncomfortable, and there was a burning sensation during charging. The implantable neurostimulator recharger (insr) itself felt hot and they couldn¿t place it over their skin. They had to use it through clothing and it was still hot. It had always been like this since implant. The patient recharged every week and was beginning to get hesitant. Upon device return, analysis found the complaint was unverified and the device tested o.k. C100. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative. Follow up with the patient¿s healthcare professional (hcp) indicated the new recharger still got warm, but not as hot as the old charger. The hcp stated that recharger was still uncomfortable, but tolerable and the patient needed to use fabric over the skin. The patient was able to demonstrate effective recharging. The hcp further stated the patient ¿must find unit low in groin and hold charger whole time.¿ the patient outcome was not recovered and the symptoms/issue was ongoing. Additional information was received from the patient. Patient noted that they had a previous implant that used a paddle piece to recharge their implant but that the paddle burned them and so they had to send back the equipment and had the implant taken out.

Manufacturer narrative:
Product event summary #pli 10: evaluation determined that standard investigation is not needed because the event does not meet the d efinition of a complaint. Pli 20: the insr 97754 kit scs with MRI update was returned and analysis found no anomaly. Evaluation determined that standard investigation is needed because the report of the recharger getting hot during recharge is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record cm1421 - CAPA monitor - recharging bodily effects c/pas 1309. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the report of the patient experiencing excessive heat while recharging. Continuation of d10: product ID 37751 lot# serial# nku121041n implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: nku121041n, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.